Manufacturer narrative:
The insulin pump was received with blank display due to loose power connector on interface board. All the buttons functioned properly and no moisture damage on keypad traces noted. The insulin pump had cracked display window corner and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump turns off during bolus wizard. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump went blank after pressing up arrow button. The insulin pump was returned for analysis.